Manufacturer narrative:
(B)(6).

Event description:
It was reported that after a rotator cuff surgery a patient had a horizontal 12 cm burn which could have been caused by the universal light guide and it was classified as 2nd degree. Patient current condition is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found no related failures. A risk review was performed and possible failure modes related to usability have been reviewed. Instructions for use warnings state: the metal tip of the light cable may be hot when it is removed from the light source. To avoid injury during removal, grasp the cable only by the source-end versitip adaptor used to secure the cable to the light source. Failure to observe these warnings may result in burns to skin, clothing, or other material inadvertently placed in front of the light post or cable. If the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required.